Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Decreasing hearing performance over time has been reported. The user has been re-implanted on (B)(6) 2018. According to the device explant form, the active electrode lead was right under the skin and electrode problems are stated.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Decreasing hearing performance over time has been reported. The user has been re-implanted on (B)(6)2018. According to the device explant form, the active electrode lead was right under the skin and electrode problems are stated.